Event description:
As the patient was being discharged, the nurse went to remove the PICC line from the patient and noticed the PICC line was missing. X-rays revealed that the PICC line separated and was retained in the body. The patient was sent to the cathlab to have the foreign body successfully removed in its entirety.======================manufacturer response for 4 fr. Single-lumen peripherally inserted cantral catheter(PICC), groshong nxt======================provided MFR. With event information and the MFR is to send a mailer for return of the device for evaluation.